Event description:
It was reported that the patient with this right ventricular (rv) lead presented with chest twitching and was evaluated in the emergency department. Chest xray revealed rv lead had been pulled back into the superior vena cava (svc), with associated loss of sensing and capture. Device interrogation findings were consistent with lead dislodgement. In addition, the suture sleeve was torn from the anchor sutures on the lead. As a result, this rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.